Event description:
It was reported by impulse dynamics field representatives on (B)(6) 2026 that a patient implanted with an osm ipg had their device explanted and replaced. Two months prior, the patient had called the impulse dynamics support hotline to report palpable, visible pocket stimulation. When the patient was seen in-person, they reported sensations felt on both leads, and the pocket stimulation was visible on their chest. The ID rep deactivated the v1 lead and reduced the voltage across the v2 lead, which resulted in patient symptoms improving. The patient and physician opted to leave the device on at the reduced voltage until the lead revision procedure, which occurred on (B)(6) 2026. During the revision procedure, the physician was able to replicate and confirm the pocket stimulation, which dissipated upon implantation of the replacement ipg and leads. The explanted ipg is currently being decontaminated at an approved decontamination facility. It will then be returned to ID USA in (B)(6) for a full evaluation.